Manufacturer narrative:
Analysis confirmed the reported stylus-screen issue; the touch screen was out of specification. It was noted calibration did not solve the problem. Analysis also confirmed the reported printer issue; the thermal layer of the printer was heavily damaged. Analysis also found the hard disk was defective and caused some ticking noise. Both latches of the cable bay were cracked. It was note errors were found in the programmer software updates history. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported a problem was seen in the monitor mechanism. The touch pen was not working. It was also reported there was a printer problem, black sign was seen on the print. Calibration was not working properly. The programmer was returned for service. There was no patient involvement.